Event description:
Discordant, falsely elevated high density lipoprotein cholesterol (hdl) results were obtained on a dimension xpand plus w/ hm. The customer called in to troubleshoot hdl quality controls that were out high, and mentioned that they have noticed similar instances on patient samples. No data was provided by the customer regarding patient results. It is unknown if discordant hdl results had been reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hdl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to replace the u-seal element and do a precision run. Qc was still not in range. A siemens field service engineer (fse) was dispatched to customer site. The fse evaluated the device and adjusted the side film due to cuvette wicking. The fse also replaced the form assembly top seal, adjusted the film and temperature and checked alignment. Qc was run and the device is within specifications. The cause of the discordant high hdl results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.